Event description:
It was reported that the patient presented to the hospital with pocket stimulation. The implantable cardioverter defibrillator had reached elective replacement indicator 5 years ago. Attempt to interrogate the device revealed it was in backup operation. The memory map was not able to be saved and telemetry connection kept failing. The device was explanted and not replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of wireless communication issue was confirmed in the laboratory. A longevity calculation was performed and the battery depletion was normal to eos. The field events of backup vvi (bvvi) and communication issue were consistent with the battery voltage being below the eos voltage. The cause of the pocket stimulation remains unknown.